Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation under the patches that was red, bleeding and itchy. There was no alleged device malfunction contributing to the irritation. Patient was told to use triamcinolone and remove the device for a period of time by a physician. The irritation improved.